Event description:
Pt reported freedom pump is broke and has 1 vial still left in it and also says high flo needle and tubing changed. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Hizentra indication: nonfamilial hypogammaglobulinemia. No further info/details or dates available.